Manufacturer narrative:
Lvot obstruction is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the anterior mitral valve leaflet into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. The device was not returned for evaluation as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. In this case, the cause of the lvot obstruction cannot be determined, it is possible the mechanisms of the tavr procedure described above or patient factors not provided may have caused or contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards united kingdom affiliate, during a trans-septal tmvr procedure with a 29mm sapien 3 valve, the valve was over expanded by 5ml resulting in obstruction of the left ventricular outflow tract (lvot) caused by the anterior mitral valve leaflet. The lvot was immediately ballooned, resulting in the flow being restored. The patient was extubated and discharged. The event/implant date is unknown.